Event description:
It was reported that this pacemaker device was explanted due to an unknown product performance issue. The pacemaker was replaced with a new device successfully. No additional adverse patient effects were reported. At this time, no additional information was provided. Subsequent additional information was received that reported that this pacemaker was under advisory and the physician opted to prophylactically explant the device and replaced it with a new device. No adverse patient effects were reported. This device was disposed of by the hospital.

Event description:
It was reported that this pacemaker device was explanted due to an unknown product performance issue. The pacemaker was replaced with a new device successfully. No additional adverse patient effects were reported. At this time, no additional information was provided.